Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage was performed and failed. A review of the share logs was performed and found potential misuse for serial number (B)(4) within the investigation window.  The allegation was confirmed. The probable cause was determined to be the mobile device lost power.